Manufacturer narrative:
(B)(4). B3 date of event - approximation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient reported that 3 years prior to the call, the patient experienced inaccurate cgm values and was hospitalized with a concussion. The patient declined to provide further details about the episode. No other details were documented. Data was evaluated and the allegation was confirmed. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.